Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had air bubbles anomaly. Customer's blood glucose was 28 mmol/l. The customer was treated with pen. Customer had changed set, insulin and reservoir. The customer stated that the air bubbles start at the reservoir. The customer was advised to try to change insulin every day and to call when problem persists and she agreed.